Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h2, h3, h4, h6. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026 sampling from: air/water channel, auxiliary channel cfu: <1cfu bacterial identification: n/a sampling date: (B)(6) 2026 sampling from: instrument channel cfu: 5cfu bacterial identification: bacillus species, kocuria rhicophila sampling date: (B)(6) 2026 sampling from: suction channel cfu: 52cfu bacterial identification: bacillus species, kocuria rhicophila sampling date: (B)(6), 2026 sampling from: air/water channel, auxiliary channel cfu: <1cfu bacterial identification: n/a sampling date: (B)(6) 2026 sampling from: instrument channel cfu: 17cfu bacterial identification: enterococcus species, lysinibacilius xylanilyticus sampling date: (B)(6) 2026 sampling from: suction channel cfu: 35cfu bacterial identification: kocuria sp, enterococcus casseliflavus, lysinibacilius xylanilyticus sampling date: (B)(6) 2026 sampling from: air/water channel cfu: 1cfu bacterial identification: bacillus species sampling date: (B)(6) 2026 sampling from: instrument channel cfu: 1cfu bacterial identification: penicillium species sampling date: (B)(6) 2026 sampling from: auxiliary channel, suction channel cfu: <1cfu bacterial identification: n/a sampling date: (B)(6) 2026 sampling from: air/water channel, auxiliary channel, instrument channel, suction channel cfu: <1cfu bacterial identification: n/a based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where an additional potential adverse events were confirmed where foreign material was found in the following device components: air/water cylinder, suction cylinder, air/water tube, channel tube, and jet tube. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was difference of recognition on device handling between the user and recommendation by olympus. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.